Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for analysis. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. A separation was noted in the inlet tube of the reservoir near the tube/strain relief junction. This was a site of leakage. The surfaces appeared rough and irregular, indicating stress was exerted. A group of partial separations, indicating contact with unshod instrumentation, was noted on the reservoir inlet tube. This was not a site of leakage. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress(s) may have been exerted on the inlet tube at the tube/strain relief junction of the reservoir to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to a malfunction, tubing leakage.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device had a leak in the tubing. The device was explanted and replaced.